Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed during return device analysis and difficult to remove could not be replicated in the testing environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficulty removing the device could not be determined; however, this caused gripper actuation issue. The reported patient effect of mitral valve injury as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedure. Moreover, the reported tissue damage was due to chordal interaction/difficulty removing the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Patient codes: 2104 labeled device codes: 1528 labeled 2921 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for gripper actuation issue and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. A mitraclip xtr was advanced and during grasping, both grippers were unable to lower. Troubleshooting attempts were performed several times, but were unsuccessful. In the physician's opinion, the gripper actuation issue could have been due to interaction with the chordae, causing chordal rupture. Therefore, the clip was not implanted and was removed. Three mitraclips were implanted to further stabilize the tissue damage, however, the mr remained at 3. In the physician's opinion, the unchanged mr was due to tissue damage caused by the mitraclip xtr device. There was no clinically significant delay in the procedure. No additional information was provided.